Manufacturer narrative:
Date sent to the FDA: 08/06/2008. Blade seized/stopped - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00657. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device shorted out. A second device was used to successfully complete the procedure with no adverse patient consequences.